Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a cartridge alarm 16 occurred. Reportedly, the customer replaced the cartridge and continued insulin therapy. Customer¿s blood glucose level was 204 mg/dl.